Event description:
It was reported that right atrial lead was dislodged. Upon review, it was discovered the lead exhibited far r oversensing and the x-ray confirmed the lead dropped. The lead was explanted and replaced. The patient was in stable condition.